Event description:
It was reported an infection was present at the lead insertion and ipg site. Patient was prescribed oral antibiotics. As such surgical intervention took place where the entire system was explanted.

Manufacturer narrative:
B3- date of event is estimated. Section a4: patient weight is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.